Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The reported condition of a colleague infusion pump with an 812 failure code was confirmed as failure code 812:05. This condition was a cascade failure of failure code 810:11, which was caused by an out of calibration air in line printed circuit board. The air in line printed circuit board was calibrated to correct this condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The facility reported a colleague infusion pump with a failure code of 812. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, but it is known that it occured in "central supply" department. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.